Event description:
The customer reports leakage of fluid was found upon opening the package. No patient involved. A new device was used to complete the procedure.

Manufacturer narrative:
This event was identified during internal quality system activities. Upon review, the manufacturer determined the event meets FDA criteria for reporting. The report is being submitted to ensure accuracy and completeness of MDR files. This submission does not reflect a change in device performance or patient risk. The awareness date corresponds to when the manufacturer became aware of the event details. All information reasonably known to the manufacturer at this time has been included. Photos were returned by the customer. One photo appears to have the embospheres present with no fluid. The actual device was not returned, and the packaging was open, therefore, the cause cannot be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were found. This complaint will be used to trend for similar complaints. A photo was provided . Should we have additional information in the future a follow up will be submitted.